Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent undersensing on the ventricular channel during a vf episode was observed. Programming changes were planned. No further information is available at this time.